Event description:
Sonova was notified about an incident concerning a patient with dementia who swallowed the entire hearing aid. The patient has been taken to the ER. At the time of this notification there was no medical issues or sickness, and the ER was following aid through intestines.

Manufacturer narrative:
The manufacturer investigated the incident. The incident was reported to the FDA because the audéo p-r contains a built-in lithium-ion battery, and swallowing the device may potentially be harmful to health. (4112): the patient has dementia, and the manufacturer believes the swallowing of the device was unintentional. Physicians confirmed through imaging that the hearing aid had passed naturally. The hcp reported that the patient did not experience any injuries related to this incident, and the patient is doing well. (4109): the manufacturer has not identified any market trends related to hearing aid swallowing at any time point. (4114): swallowed and subsequently passed devices are considered biohazardous and therefore are not returned for analysis. (36): the manufacturer reviewed the device technical file, including the risk assessment and the IFU. The hearing aid is designed to be worn behind the ear so that amplified sound waves can be directed to the eardrum to compensate for impaired hearing. Due to the anatomy of the ear and ear canal, hearing aids and their components must be small in size. As with all small objects, there is a possibility that the device or its parts may be accidentally swallowed by the user or a third person. Accordingly, warnings are included in the user guide to explain what actions should be taken in the event of swallowing and to identify populations at greater risk. As this risk is not unique to hearing aids but applies generally to small objects, the manufacturer concluded that the device is appropriately designed and that the benefits of the device outweigh the associated risks. The risk management file and the IFU already address the presence of the built-in lithium-ion battery, the risk of device swallowing, and appropriate patient information and warnings, including instructions on what to do if the device is swallowed. No device malfunction or labeling issue was identified.